Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead complained of palpitations and lightheadedness. A lead dislodgement was confirmed. The lead was electrically deactivated pending surgical intervention.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The lead was successfully repositioned and remains in service.